Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient blood glucose level was 500 mgdl and was hospitalized and presence of ketones were also found. High blood glucose event occured after eating. It was treated through intravenous (IV) insulin drip. No further information available.